Manufacturer narrative:
Evaluation summary: the affiliate's reported condition of a broken twist clamp was confirmed during evaluation. Broken and cracked occluder feet were found during the evaluation. The root cause was excessive force. The batch review performed found no issues with the lot number provided. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
Baxter reported a broken twist clamp on a transfer set. The defective set was replaced. One gram vancomycin was administered as prophylactic treatment. The set was in use for 5 months. The sample was available for evaluation. There was no patient injury reported.